Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g6,h2,h11. Corrected field: h3.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions) corrected fiels: d5. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ECG input connector was broken. The unit was fully functional otherwise still getting ECG signals from simulator and trainer without issue. The broken ECG connector (0012-00-0976) was replaced. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field - g4 (PMA/510(k). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ECG input connector was broken. The unit was fully functional otherwise still getting ECG signals from simulator and trainer without issue. The broken ECG connector (0012-00-0976) was replaced. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(4) 7 apr 2026. The failure analysis and testing dept. Received part number 0012-00-0976 with a reported unit failure of a broken input connector. The fat performed a visual inspection and found the part to be damages. See attachment. Possible cause is user error. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) during pm that the ECG connector of cs300 intra-aortic balloon pump (iabp) was broken. There was no patient involvement.